Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The setscrew marks on the connector pin were too proximal. (B)(4)

Event description:
It was reported that a day after implant the patient had exit block. Additionally, the lead had dislodged or had a bad connection with the header. Thresholds, sensing and impedance could not be measured during re-operation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.